Manufacturer narrative:
The product device was requested, but not received at the time of this report. The investigation results are not available at this time of this report.

Event description:
The customer reports that the applier was not advancing the clip. No pt injury or intervention reported.